Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: reason for device explant is currently unknown. (B)(4).

Event description:
On 18-aug-2020, a mentor smooth round moderate profile 350cc saline breast prosthesis was received by the mentor failure analysis lab that could not be associated with an existing complaint. Follow-ups were performed with the user facility that submitted the device to mentor, but no response was received. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a saline breast prosthesis is characteristic of a removal and replacement. As a result, this will be conservatively reported to FDA.

Manufacturer narrative:
On 12-oct-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, a device was received in the product evaluation lab on 18-aug-2020 with no complaint information attached and it could not be associated with an existing complaint. During visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior view and extending to the posterior view. A tear was also observed within the crease/fold in the anterior view, measuring approximately 0.6 cm. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).